Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead helix disengaged from helical channel. The helix will not extend due to being over-retracted. It was further observed that there was blood/body fluid on the distal conductor, blood in/on the helix/lobe mechanism, and a tip seal observation. The full lead was returned for analysis.

Event description:
It was reported that during an implant procedure, the "screw mechanism broke". The lead was replaced. No patient complications were reported as a result of this event.